Event description:
Reporter indicated that the pt was experiencing a pulling sensation near the generator, and intermittent pain near the generator. Initially the pt's physician instructed the pt to disable the device using her magnet whenever the pain occurred to see if the pain resolved. Even so, the physician felt that the issue was likely related to the amount of scar tissue present at the generator site. The pt's treating neurologist now believes that the pt needs to be taken to surgery to have the generator pocket revised in order to resolve the issue. Attempts for further info regarding the issue have been unsuccessful to date.